Manufacturer narrative:
Other, other text: one device was returned for analysis. The inflation valve was seated correctly. No cuts or tears were identified at the opening in the silicone balloon that would contribute to the valve not remaining seated. Note that the inflation valve is a press fit. Using a twisting motion when securing the syringe to the inflation valve may cause the value to move inside the balloon and allow water to leak. Using the syringe, the inflation valve may be returned to the correct position, which would stop the water from escaping. No leaks were detected. The device was inflated with 15 ml of water and allowed to rest for four hours. No leakage was observed. Using a syringe approximately 15 ml of water was removed form the device. Note it is impossible to remove exactly 15 ml of water due to a small amount of residuals that remain in the inflation system. No defects were identified with the device.

Event description:
Reported a smiths medical tracheostomy/silicone - bivona tubes custom malfunctioned, causing a tracheotomy change. The event was described as a port on patient's trache had once again been pushed all the way in. When checking the water in the cuff, there was only 6.5ml, and the assumption of a potential leak occurred. A trache change was conducted.